Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k the rubber stopper inside the cap is loose. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿according to the customer's report, the rubber stopper inside the cap is loose, and the cap cannot be closed properly.¿

Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes were visually inspected and functionally tested and the issue of loose stopper was not observed. Bd was unable to confirm the customer¿s indicated failure modes of loose stopper based on the investigation completed. No samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k the rubber stopper inside the cap is loose. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿according to the customer's report, the rubber stopper inside the cap is loose, and the cap cannot be closed properly.¿.